Event description:
The customer reported to customer service that the power cord fell apart. The transformer box had a crack on it from the start when they first took the pump out of the box. Customer did not call until now because the transformer box just fell apart yesterday ((B)(6) 2012). No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer on (B)(4) 2012, he indicated that they did not witness any smoke, fire, sparking or melting, but stated that the transformer just fell apart. The front piece of plastic and the prongs came apart from the other piece. Customer had noticed a crack when the product was first received ((B)(6) 20112). In summary, the product eval revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). The customer's indication that damage was noticed right out of the box indicated there may be a mfg or shipping issue. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will be continued to be monitored. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.4 ohms, which is normal and indicates that the thermal fuse did not blow.